Event description:
The pt underwent endovascular repair of aaa with the ovation prime abdominal stent graft system on (B)(6) 2013. Upon deployment of the stent mid crow of the aortic body stent graft, the delivery system and graft were inadvertently pulled distal into the aortic sac during retraction of the angiographic catheter. The physician successfully repositioned the stent graft to the intended landing zone by snaring and pulling the stent graft proximally, requiring significant manipulation of the delivery system and stent graft. Approx 30 seconds into the graft fill process, an intravascular leak of polymer was observed near the junction of the graft and delivery system. The fill polymer syringe was observed to have emptied resulting in incomplete filling of the graft fill channels. The pt experienced transient hypotension, which was resolved in accordance with the IFU recommendations for the treatment of radiocontrast agent allergies. The physician experienced difficulties during withdrawal of the delivery system. Following repeated pushing and rotation of the delivery system, the device was successfully removed. Based on trivascular's review of the intraoperative imaging and the returned device, the significant manipulation of the delivery system during re-positioning to the intended landing zone may have compromised the delivery system connection to the graft fill polymer port likely resulting in an intravascular leak of polymer. Furthermore, the delivery system chassis components showed evidence of damage, suggesting that the delivery system may have become caught on the stent during withdrawal. The aneurysm was successfully excluded after approx 3.5 hrs.